Event description:
A caller reported a power source alert 07 while using tandem charging equipment. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.